Event description:
Caller reports patient tested 0.9 inr on the coaguchek s system and 2.3 inr on a comparison lab. No treatment provided based on device results. No adverse events. Requested return of suspect system, and replacement sent.